Event description:
It was reported that the tip of the probe broke off during the procedure. It should be noted that the procedure was completed successfully without any medical intervention, surgical delays, or adverse consequences to the patient.